Manufacturer narrative:
Block h2: correction: block h10 (investigation result) block h6: device code 1504 captures the reportable investigation finding of balloon pinhole. Block h10: investigation results a visual examination of the returned complaint device found the balloon did not show visual defects. The catheter of the device was carefully inspected and no damages were found. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to two pinholes located at the proximal section of the body of the balloon, thereby confirming the reported event of balloon leak. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the interaction between the balloon and the scope or any other surface during the procedure that could have created friction, resulting in the found failure of pinholes. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal dilation procedure performed on (B)(6), 2020. According to the complainant, during the procedure, it was noticed that the balloon was leaking. A video sent by the customer confirmed the liquid leaking from the balloon. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon have pinholes; therefore, this is now an MDR reportable event (see block h10 for investigation details).

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found the balloon did not show visual defects. The catheter of the device was carefully inspected and no damages were found. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to two pinholes located at the proximal section of the body of the balloon, thereby confirming the reported event of balloon leak. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the interaction between the balloon and the scope or any other surface during the procedure that could have created friction, resulting in the found failure of pinholes. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the balloon was leaking. A video sent by the customer confirmed the liquid leaking from the balloon. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon have pinholes; therefore, this is now an MDR reportable event.